Event description:
Revision surgery was required for a loose abg 11 ceramic/ceramic cup and infection. The surgeon chose to leave the stem in situ. It was also noted that the patient had a fractured ceramic liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00542. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.